Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he could not aspirate during surgery. The procedure type was unknown. The surgery was completed on the same day by replaced with the same product. There was patient contact but no impact to the patient.